Manufacturer narrative:
Result of investigation: failure analysis: inspected the uim externally, no anomalies were found. Installed uim on to avea test station and power uim in to user mode, uim powered on normally. I noticed that the upper side of the uim is dark. Allowed the uim to cycle overnight for a total of nineteen hours. The screen was still operating properly after cycling overnight. Continued by disassembling uim to inspect internal pcb¿s, cables and connectors. No anomalies were found during internal visual inspection. Replaced inverter with known good inverter. After the replacement was made powered uim in to user mode and the upper side of the uim was no longer dark. Root cause/ findings: I was unable to duplicate the reported black screen/ no display.

Manufacturer narrative:
(B)(4) any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported that while using the avea ventilator, the screen went blank. The customer stated this issue occurred during patient use. The customer reported the screen returned back to normal afterwards. No patient harm reported.